Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-13719. It was reported that the patient presented for a lead revision. Prior to the procedure, the right atrial lead had dislodged and the dislodgement was confirmed via a chest x-ray. During the procedure, when the lead was being plugged back into the header after re-positioning, the physician was unable to fully advance the set screw. After multiple attempts, the device was explanted and replaced. The patient was in stable condition and was discharged.